Event description:
Two clave extension sets leaked. Adenosin was injected through the clave and the solution could not be injected. There was unspecified amount of blood loss. The nurse reported that they were informed that the bd syringe was not compatible with the clave extension sets being used. No harm to pt.